Event description:
A surgeon reports a pt had an intraocular lens implanted two years ago. Decentration of the lens had recently been observed. While attempting to reposition and fixate the lens, the surgeon noticed the second haptic was missing. The lens was removed and replaced with another single piece lens, but 2 diopters different and placed in the sulcus. The incision was enlarged to remove and replace the iol and sutures were required. The pt has had a good outcome with no negative consequences associated with this event.